Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered multiple inappropriate shocks due to atrial fibrillation. The health care professional requested reprogramming options. Ts provided reprogramming recommendations per request. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.